Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. The following physical damage was noted: cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
The customer stated that her insulin pump was acting weird and that her blood glucose was 500 mg/dl. The customer was vomiting earlier in the day and her husband called 911. By the time she arrived to the hospital her blood glucose was 800 mg/dl. The hospital staff treated her with lantus, and at the time of call that customer was still hospitalized. Troubleshooting was initiated to inspect the insulin pump and there were no apparent anomalies with the device or its settings. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.